Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was reviewed and confirmed the handle has cracked. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Date of event: (B)(6) 2019. Product name: pinnacle impactor. Product code : (B)(4). Lot/batch/exp: cej0508. Did the event happen during a procedure? Yes. Event outcome/how was it managed? Still functional for this case was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Handle of impactor has cracked.